Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon clamped down on the cystic duct and the jaws of the device got stuck. They were able to pry the jaws open to remove. There was no trauma to the tissue. They completed the procedure with a different device. There was no pt consequence.

Manufacturer narrative:
Date sent: 11/20/2008. Info anticipated, but unavailable at this time.